Manufacturer narrative:
Initial reporter was updated. Additional information was received. The system was noted to still be down. Analysis on the system has not been completed due to the site not requesting repair. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The engine was returned for analysis. Functional testing found that the part was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the x-rays do not emit.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.